Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the right atrial (ra) lead exhibited high threshold prior to explant. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right atrial (ra) lead had become dislodged. The ra lead was explanted and replaced. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.